Manufacturer narrative:
(B)(4). Insulin pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. However, the pump was also received with a missing segments or partial display due to cracked glass. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to missing segments or partial display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.